Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 239 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to loose protruded drive support disk. Device passed displacement test, self test and unexpected restart of the pump error test. Pump passed all operating currents tested within the spec range and passed off no power test. Device was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. No moisture damage noted on electronics assembly.